Event description:
Caller reported damage to the pump housing around the usb port, which affected the ability to charge it, though the pump did not shut down. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and the caller was instructed to put the pump into storage mode before returning it. The customer understood and acknowledged these instructions and planned to continue using the current pump until the replacement arrived.